Event description:
This report is a continuation of several reports previously filed. Our facility has been having ongoing issues with our b. Braun outlook 100 pumps losing their drug libraries. This causes our rn's to resort to manual programming of rates, etc. We had previously reported a total of 379 events (there are a total 440 pumps total at our facility). We were initially told it was a battery problem by b. Braun. Then, we were told it was a software glitch. B. Braun came to our facility in mid-october to upgrade all of our pumps to a newer version of software. We were optimistic this upgrade had fixed the problem. Unfortunately, we have now had an additional 37 pumps malfunction (in addition to the 19 reported previously for a new total, after the upgrade, of 56). There has been no impact on patients at this time. The pumps were removed from service, and sent to our clinical engineering department for reloading of software. All 56 pumps related to this report received the recent software upgrade. ====================== manufacturer response for infusion pump, outlook 100======================still troubleshooting issues and looking for resolutions